Event description:
The customer reported that a scope had been reprocessed in an endoscope reprocessor (oer-4) that had an expired water filter during reprocessing involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.